Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope's eyepiece was cracked. The issue occurred during receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint eyepiece was cracked was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.